Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event- it was reported that the negative pressure did not work because the reservoir bag was locked when placed on the patient as a subcutaneous drainage. Was the locking plate stuck and therefore could not be unlock? Was a new reservoir used to complete the case?

Event description:
It was reported that the patient underwent an open cardiovascular surgical procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the negative pressure did not work because the reservoir bag was locked when placed on the patient as a subcutaneous drainage. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please clarify the event- it was reported that the negative pressure did not work because the reservoir bag was locked when placed on the patient as a subcutaneous drainage. Was the locking plate stuck and therefore could not be unlock - no information. Just could not be unlocked. Upon investigation, it was found a spring between white plates was missing. Was a new reservoir used to complete the case - no information.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. During sample evaluation, it was found that the plate does not activate because the spring was not assembled in the plate. The potential cause according to the investigation is that the plate is missing the spring.